Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that the left side had always been working fine, however the right side hadn't been working. Patient said that they had to get two epidurals on that right side and that both the hcp and them had tried to call the representative repeatedly, however there was no return phone call and no help to get both sides working. Agent reviewed rep role with the pt and redirected pt to hcp. Pt wanted to know if agent could turn on the right side over the phone. Agent reviewed and redirected pt to hcp. When asked for the event date, patient said that the right side had never worked. Pt noted that they were going to an appt tomorrow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the manufacturing representative (rep) indicated that the cause of the right side not working was that the patient's pain was only left side at implant so wasn't programmed for right side. The rep reprogrammed the patient, and now the patient has coverage on both sides. The issue was resolved.